Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that a device was providing inaccurate readings. No additional information was provided. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the device did not power up at all, and all the battery pins were missing. The device was then tested by supplying power directly to the system board which indicated the device was producing sound. The customer allegation was unable to be confirmed. Based on the results of the analysis, the product malfunction was unable to be confirmed, as the device was unable to be power up. The issue was resolved by replacing all of the device components per current process. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
It was reported that a device was providing inaccurate readings on all parameters due to possible water damage. The device was in use on a patient at the time of the event. There was no adverse event reported.